Event description:
Caller reported not seeing drops of insulin at tubing end during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.